Event description:
It was reported that even though hospital staff prepped the balloon catheter by attaching the one-way valve and vacuumed the balloon inside the kit, it unwrapped at the entrance of the sheath. They unsuccessfully tried to wrap the balloon again. As a result, a new balloon from a different kit was used to complete the insertion.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.